Event description:
It was reported the patient presented for a magnetic resonance imaging (MRI). Following the MRI procedure, upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in back up mode with no back-up defibrillation option (bdfo) available due to off-label use with the MRI. The ICD was successfully restored. The patient was in stable condition.